Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a 45-year-old female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 5 years after insertion of essure. The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a (B)(6) year-old female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 5 years after insertion of essure. Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), fallopian tube perforation ('fallopian tube perforation'), uterine perforation ('uterine perforation') and perforation ('perforation other organs') in a 45-year-old female patient who had essure (batch no. A27189) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unintended pregnancy". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, disability and intervention required), fallopian tube perforation (seriousness criteria hospitalization and medically significant), uterine perforation (seriousness criteria hospitalization and medically significant), perforation (seriousness criteria hospitalization and medically significant), abdominal pain ("chronic abdominal pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood swings ("mood swing"), anxiety ("anxiety / mental anguish") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (essure removal on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, fallopian tube perforation, uterine perforation, perforation, abdominal pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood swings and depression outcome was unknown and the anxiety had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood swings, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: essure insertion date discrepancy ((B)(6) 2014 or (B)(6) 2014) quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 16-sep-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), fallopian tube perforation ('fallopian tube perforation'), uterine perforation ('uterine perforation') and perforation ('perforation other organs') in a 45-year-old female patient who had essure (batch no. A27189) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unintended pregnancy". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, disability and intervention required), fallopian tube perforation (seriousness criteria hospitalization and medically significant), uterine perforation (seriousness criteria hospitalization and medically significant), perforation (seriousness criteria hospitalization and medically significant), abdominal pain ("chronic abdominal pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood swings ("mood swing"), anxiety ("anxiety / mental anguish") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (essure removal on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, fallopian tube perforation, uterine perforation, perforation, abdominal pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood swings and depression outcome was unknown and the anxiety had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood swings, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: essure insertion date discrepancy ((B)(6) 2014 or (B)(6) 2014) quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2021: the follow information were updated lawyer's reporter, patient's details, pregnancy yes, pregnancy information, start date updated from (B)(6) 2014 to (B)(6) 2014, lot number, pelvic pain female, abdominal pain, back pain, genital bleeding, pregnancy with contraceptive device, device ineffective, perforation of organ, uterine perforation, fallopian tube perforation, allergic reaction, autoimmune disorder nos, headache, chronic fatigue, weight fluctuation, hair loss, tooth loss, depression, anxiety, mood swing, medical device removal deleted and surgery added on pelvic pain female. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pelvic pain") and pelvic inflammatory disease ("pelvic inflammation") in a 45 year-old female patient who had essure inserted (lot no. A27189). Additional non-serious events are detailed below. Product or product use issues identified: medical device monitoring error ("essure insertion & endometrial ablation performed on same day"). The patient had a medical history of type 2 diabetes mellitus, hypothyroidism, hypertension, dysuria, lower abdominal pain, heavy periods, abortion, parity 2, multi gravida, hypertension, heavy menstrual bleeding and parity 2. Previously administered products included: mirena, cyklokapron, oral contraceptive nos, mirena, hydrocortisone and diabetes. Concurrent conditions were listed as adenomyosis, hypothyroidism, vision abnormal, headache, hypertension, vulval itching, dysfunctional uterine bleeding, uterine fibroid, adenomyosis and abnormal uterine bleeding. Concomitant products included canesten (clotrimazole), tylenol (paracetamol), ferrous gluconate and ibuprofen. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2018, 1447 days after essure insertion, she experienced pelvic inflammatory disease (seriousness criterion medically important). Essure was removed on (B)(6) 2019. On unknown date she experienced pelvic pain (seriousness criteria hospitalisation, disability and intervention required), abdominal pain ("chronic abdominal pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood swings ("mood swing"), anxiety ("anxiety / mental anguish") and depression ("depression"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy.). At the time of the report, the anxiety had not resolved. The outcomes for pelvic pain, pelvic inflammatory disease, abdominal pain, back pain, genital haemorrhage, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood swings and depression were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fatigue, genital haemorrhage, headache, hypersensitivity, mood swings, pelvic inflammatory disease, pelvic pain, tooth loss and weight fluctuation to be related to essure administration. The reporter commented: essure insertion date discrepancy ( on (B)(6) 2014 00 or (B)(6) 2014). Essure removal date discrepancy noted. On (B)(6) 2019. The essure device was placed through the operating channel. We were able to see 3 expanded outer coils visualized within the uterine cavity. This procedure was then repeated on the patient's left-hand side attention was then turned to the left tube where the essure device was placed through the operating channel however, upon examination of the left tube, we were unable to see any of the coils within the uterine cavity. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): [biopsy endometrium] on (B)(6) 2014: proliferative endometrium that was negative for endometrial hyperplasia or malignancy. [Hysterosalpingogram] on (B)(6) 2015: findings: essure coils are visualized in the pelvis. The uterus was filled homogeneously but the contours were irregular likely secondary to prior ablation. The fallopian tubes are completely occluded with no evidence of contrast within the tubes or any free spill into the pelvis impression: bilateral complete fallopian tube occlusion [magnetic resonance imaging] on (B)(6) 2013: clinical indication: patient with heavy menstrual bleeding and cramping pains. Pelvis ultrasound was normal. Assess for adenomyosis. Impression: there is junctional zone thickening suggestive of adenomyosis. The small fundal fibroid has likely no clinical significance; on (B)(6) 2019: showed a thickened junctional zone consistent with adenomyosis. There was. Also a 2.4 x 2.3 cm simple right ovarian cyst and a small 0.9 cm .fibroid. She took visanne for 2 months after she left here and found her pain to be a little bit better. She continues to complain of other symptoms such as fatigue and other nonspecific symptoms that she thinks may be coming from the essure tubal occlusion device. Her urinary symptoms seem to be a little bit improved as well and clinical information: patient with previous MRI in 2013 suggestive of adenomyosis. Essure tubal occlusion. Endometrial ablation on 2014. Cramps since (B)(6) 2018. Fatigue. Concern regarding coils. Impression: adenomyosis. Essure occlusion device susceptibility artifact is seen at the expected location. (The orientation is not significantly different from hysterosalpingogram from 2015) [pathology test] on (B)(6) 2019: diagnoses: uterus, cervix and bilateral fallopian tubes: left paratubal cyst focal luminal fibrosis and inflammation of both fallopian tubes clinical history of 'essure' tubal occlusion) unremarkable cervix; negative for intraepithelial neoplasia uterine leiomyomas specimens: uterus, cervix, and bilateral fallopian tubes clinical history: pelvic pain, essure tubal occlusion previously + previous novasure, MRI ¿ previous consistent with adenomyosis gross description: extending from the upper cornua to the bilateral distal tubes are multiple pieces of tan coiled metal 0.1 cm diameter, all pieces are removed prior to sectioning. Microscopic description: sections of left fallopian tube show a paratubal cyst. One section shows obliteration of the lumen with fibrosis and mixed inflammatory cells including hemosiderin laden macrophages. Sections of the right fallopian tube show fibrosis of the lumen with a few inflammatory cells [ultrasound pelvis] on (B)(6) 2012: history: vaginal bleeding. Iud placement in august. Loss iud impression: normal. No iud is identified in the uterus. A pelvic x-ray can be obtained for localization of the iud quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 23-apr-2024: medical record received. New events pelvic inflammatory disease & medical device monitoring error was added. Medical history, historical drugs, concomitant drugs , lab data added. New reporter added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pelvic pain") and pelvic inflammatory disease ("pelvic inflammation") in a 45 year-old female patient who had essure inserted (lot no. A27189). Additional non-serious events are detailed below. Product or product use issues identified: medical device monitoring error ("essure insertion & endometrial ablation performed on same day"). The patient had a medical history of type 2 diabetes mellitus, hypothyroidism, hypertension, dysuria, lower abdominal pain, heavy periods, abortion, parity 2, multi gravida, hypertension, heavy menstrual bleeding and parity 2. Previously administered products included: mirena, cyklokapron, oral contraceptive nos, mirena, hydrocortisone and diabetes. Concurrent conditions were listed as adenomyosis, hypothyroidism, vision abnormal, headache, hypertension, vulval itching, dysfunctional uterine bleeding, uterine fibroid, adenomyosis and abnormal uterine bleeding. Concomitant products included canesten (clotrimazole), tylenol (paracetamol), ferrous gluconate and ibuprofen. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2018, 1447 days after essure insertion, she experienced pelvic inflammatory disease (seriousness criterion medically important). Essure was removed on (B)(6) 2019. On unknown date she experienced pelvic pain (seriousness criteria hospitalisation, disability and intervention required), abdominal pain ("chronic abdominal pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood swings ("mood swing"), anxiety ("anxiety / mental anguish") and depression ("depression"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy.). At the time of the report, the anxiety had not resolved. The outcomes for pelvic pain, pelvic inflammatory disease, abdominal pain, back pain, genital haemorrhage, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood swings and depression were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fatigue, genital haemorrhage, headache, hypersensitivity, mood swings, pelvic inflammatory disease, pelvic pain, tooth loss and weight fluctuation to be related to essure administration. The reporter commented: essure insertion date discrepancy ((B)(6) 2014 00 or (B)(6) 2014). Essure removal date discrepancy noted. (B)(6) 2019. The essure device was placed through the operating channel. We were able to see 3 expanded outer coils visualized within the uterine cavity. This procedure was then repeated on the patient's left-hand side attention was then turned to the left tube where the essure device was placed through the operating channel however, upon examination of the left tube, we were unable to see any of the coils within the uterine cavity. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): [biopsy endometrium] on (B)(6) 2014: proliferative endometrium that was negative for endometrial hyperplasia or malignancy. [Hysterosalpingogram] on (B)(6) 2015: findings: essure coils are visualized in the pelvis. The uterus was filled homogeneously but the contours were irregular likely secondary to prior ablation. The fallopian tubes are completely occluded with no evidence of contrast within the tubes or any free spill into the pelvis impression: bilateral complete fallopian tube occlusion [magnetic resonance imaging] on (B)(6) 2013: clinical indication: patient with heavy menstrual bleeding and cramping pains. Pelvis ultrasound was normal. Assess for adenomyosis. Impression: there is junctional zone thickening suggestive of adenomyosis. The small fundal fibroid has likely no clinical significance; on (B)(6) 2019: showed a thickened junctional zone consistent with adenomyosis. There was. Also a 2.4 x 2.3 cm simple right ovarian cyst and a small 0.9 cm .fibroid. She took visanne for 2 months after she left here and found her pain to be a little bit better. She continues to complain of other symptoms such as fatigue and other nonspecific symptoms that she thinks may be coming from the essure tubal occlusion device. Her urinary symptoms seem to be a little bit improved as well and clinical information: patient with previous MRI in 2013 suggestive of adenomyosis. Essure tubal occlusion. Endometrial ablation on 2014. Cramps since (B)(6) 2018. Fatigue. Concern regarding coils. Impression: adenomyosis. Essure occlusion device susceptibility artifact is seen at the expected location. (The orientation is not significantly different from hysterosalpingogram from 2015) [pathology test] on (B)(6) 2019: diagnoses: uterus, cervix and bilateral fallopian tubes: - left paratubal cyst - focal luminal fibrosis and inflammation of both fallopian tubes clinical history of 'essure' tubal occlusion) - unremarkable cervix; negative for intraepithelial neoplasia - uterine leiomyomas specimens: uterus, cervix, and bilateral fallopian tubes clinical history: pelvic pain, essure tubal occlusion previously + previous novasure, MRI ¿ previous consistent with adenomyosis gross description: extending from the upper cornua to the bilateral distal tubes are multiple pieces of tan coiled metal 0.1 cm diameter, all pieces are removed prior to sectioning. Microscopic description: sections of left fallopian tube show a paratubal cyst. One section shows obliteration of the lumen with fibrosis and mixed inflammatory cells including hemosiderin laden macrophages. Sections of the right fallopian tube show fibrosis of the lumen with a few inflammatory cells [ultrasound pelvis] on (B)(6) 2012: history: vaginal bleeding. Iud placement in august. Loss iud impression: normal. No iud is identified in the uterus. A pelvic x-ray can be obtained for localization of the iud lot number: a27189 manufacture date: 2012-07 expiration date: 2015-07-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 02-may-2024: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.